Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "artery failed to close after proper manta closure technique. Pressure was held for a few minutes, followed by vascular surgeon doing a cut down procedure to repair the vessel. Patient did fine. Physician was aware before closing with manta of the heavy plaque and calcification, which was confirmed when cut down of the vessel was performed." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left femoral artery. Artery size was 6-6.3mm. Measured depth for the manta was 4.5cm. Systolic blood pressure was 140mmhg and both heparin and protamine were administered during the procedure.

Event description:
It was reported that: "artery failed to close after proper manta closure technique. Pressure was held for a few minutes, followed by vascular surgeon doing a cut down procedure to repair the vessel. Patient did fine. Physician was aware before closing with manta of the heavy plaque and calcification, which was confirmed when cut down of the vessel was performed." Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the left femoral artery. Artery size was 6-6.3mm. Measured depth for the manta was 4.5cm. Systolic blood pressure was 140mmhg and both heparin and protamine were administered during the procedure.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. No issues were encountered advancing or withdrawing the 18f gore procedural sheath. Post-evar, heparin and protamin were administered and an 18f manta was deployed to the measured depth. Following deployment, bleeding was present, manual pressure was applied and vascular was called for surgical cut down. During the surgical intervention, heavy plaque and calcification was visible in the vessel. The manta device was explanted, and the vessel was repaired and sutured for closure. The patient did not experience any harm, injury or health consequence from this event and outcome post-procedure is fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is contributed to user error due to poor patient selection since the vessel was moderately calcified and tortuous. Additionally, the IFU post warnings not to use manta if there is marked tortuosity of the femoral or iliac artery. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.